Event description:
It was reported that there was no lock between the implanted device and the external equipment. External equipment was exchanged. Device testing could not be performed due to loss of lock. The issue was not resolved. Device revision surgery will be scheduled.